Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-03278. It was reported that the patient had the same alarms on their heartmate 3 system controller as was mentioned during their previous hospital visit. Previously, the alarms occurred when the patient was connected to a power module. The alarms were noticed again after their recent admission. An attempt was made to switch to a new power module with a new tether cable, but the alarms become more frequent after doing so. A controller exchange was performed as a result of these alarms. A review of the log files revealed no external power event on (B)(6) 2023 when connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The patient denied power outages at home. The patient did not bring their mpu to the clinic for evaluation during their visit on (B)(6) 2023. The customer observed unusual power disconnect alarms while connected to patient cable / power module power and similar events were observed on different patient cables / power modules.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of a no external power alarm regarding the mpu was confirmed via the log files. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6), evaluated separately), were reviewed and collectively contained data spanning approximately 4 days (19may2023 ¿ 23may2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023 while the mpu was in use. This alarm appeared to have been caused by a loss of ac power, as the relative state of charge (rsoc) within both cables steadily decreased. The alarm resolved within a few seconds of activation when power was restored to the system. No other notable events were observed. The mpu (serial number (B)(6) ) was not returned for analysis. Per additional information, the cause of the observed no external power alarm was unknown. However, the patient was stated to have access to the v-lock ac power cord. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿- describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with no external power conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook, rev. D, section titled ¿emergency contact list¿- cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record (DHR) for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.